Event description:
Info rec'd indicates the parent prepared the bag set and pump for an evening feeding. The pump showed it was running but when the next morning, no food was delivered and the pump displayed dose done.

Manufacturer narrative:
Device was not returned.